Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. Our quality engineer reviewed the provided photo and observed that there was a leak. However, the photo showed that the device was covered with adhesive tape making it impossible to identify where the leak occurred. For a detailed analysis, the presence of the sample would be necessary. Based off the provided photo the engineer was able to verify the reported defect. It was determined that the root cause for this defect was a misalignment of the adapter placement. A review of the device history record was completed for sub-assembly #(B)(4), lot 0301889 manufactured from manufactured on 10-nov-2020 to 27-nov-2020 used in claimed batch 0310322. This batch was revised in relation to the ¿damaged component¿ and ¿leak¿ tests and there is a record evidenced in the batch history records that could lead to the claimed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked contrast agent during use. The following information was provided by the initial reporter, translated from portuguese to english: "during the injection of the contrast we have to use a gauze, as we are seeing a leak in some accesses. The pressure of the flow loosens the secufil from the jelco and even if it tightens well, the leak occurs."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked contrast agent during use. The following information was provided by the initial reporter, translated from portuguese to english: "during the injection of the contrast we have to use a gauze, as we are seeing a leak in some accesses. The pressure of the flow loosens the secufil from the jelco and even if it tightens well, the leak occurs."